Manufacturer narrative:
The pod was received fully deployed. Attempts to retrieve data from the pod were unsuccessful. Corrosion was noted on the pcb and batteries. Without the data, it could not be determined if the pod successfully delivered insulin. A leak was found on the unexposed portion of the soft cannula. Upon magnification, a tear could be found at the site of the leak. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 18 mmol/l (324 mg/dl). The patient treated the hyperglycemia with an insulin pen and by applying a new pod. The pod was worn between 4 and 24 hours on the arm.